Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis of the illuminator with an in-house system and confirmed the reported issue. Review of the logs confirmed related error faults. Error code 48245 indicated that the illuminator lamp failed to ignite, 48244 indicates that the illuminator is nearing its end of usable life and 48247 noting a communication fault. These error faults were reproduced during testing and investigation indicated a burnt and damaged internal board. The probable root cause is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the system displayed an unspecified error fault and the user stated that they smelled "something burning¿. The customer received phone assistance from the isi technical support engineer (tse). Upon verification, tse confirmed that the system was inspected prior to use and no functional issue was found. The user stated that they had power cycled, and this cleared the error fault. Tse requested user to troubleshoot by verifying the error fault; however, the user declined. No troubleshooting was performed. The surgeon elected to convert the procedure to traditional laparoscopic surgery. There was no report of patient harm or adverse outcome, as a result of the system error or the surgical conversion. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information from the nurse regarding the reported event: during the dvstat phone call, the tse identified the origin of the burnt smell to be where the illuminator contacts the bottom of the bulb. The field service engineer (fse) went onsite and confirmed a faulty illuminator. The fse indicated that the bulb generates a lot of heat when it works for an extended time. Illuminator was found faulty.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During field evaluation, system completed self-test normally; however, error code 48245 was displayed when the illuminator was switched on. After replacement to a new illuminator, the system was retested and operated without error. The issue was attributed to a faulty illuminator. The system was verified as ready for use. The involved illuminator has not yet been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once part is returned, and evaluation is completed and/ or if additional information is received. Event verification via remote fe logs confirms the occurrence of a procedure on the reported event date on (B)(6) 2022 using system (B)(4) matching the documented event details. The logs were reviewed/analyzed as part of the isi fse's investigation. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to a system error and a perceived burnt smell. Furthermore, fse field evaluation confirmed a faulty illuminator. No system issue was confirmed. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.